Event description:
As reported by the edwards field clinical specialist, upon removal of the 22fr sheath a dissection in the right iliac at the level of the right hypogastric artery was noted on angiogram. A 10mm x 60mm stent was used to repair the dissection. The patient was returned to recovery in stable condition. Per report, the iliac vessel on the right had minimal vessel tortuosity and mild calcium. The 16fr, 20fr, 23fr, and 25fr edwards dilators were all inserted prior to using the 22fr sheath. The minimum luminal diameter of the access vessel was 8mm. Only angio films were used to determine the diameter and calcification of the patient's vessels.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The physicians training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the access vessel's minimum luminal diameter was 8.0mm, and the vessels were noted to be mildly calcified. The root cause for the reported dissection cannot be confirmed. The vessel size was adequate for the sheath in use, and there was no significant calcification or tortuosity noted. It is possible that calcium and/or vessel tortuosity that was not appreciable on prescreening imaging could have contributed to the event. Of note, only angio films were used to determine the diameter and calcification of the patient's vessels. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.